Manufacturer narrative:
The results of the investigation are inconclusive since the device and the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple inappropriate defibrillation therapies were delivered due to post-sensed t-wave oversensing. Upon further review, noise episodes and low pacing impedance were observed on the atrial lead and a decrease in sensing threshold was noted on the right ventricular lead. The device was reprogrammed to resolve the issue. The patient was in stable condition. Related manufacturer report numbers: 2017865-2017-04853, 2938836-2017-28930.